Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: after blood collection, blood samples were left standing for 20-30 minutes and then centrifuged for 10 minutes at 3000 rpm. After centrifugation, blood clots were adhering to the wall of tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-18. H6: investigation summary bd has received one sample and 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of poor barrier separation was not observed. 4 retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete impervious gel barriers. Bd japan received an actual used sample and confirmed the gel was slanted and clot remain on the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: after blood collection, blood samples were left standing for 20-30 minutes and then centrifuged for 10 minutes at 3000 rpm. After centrifugation, blood clots were adhering to the wall of tubes.